Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he needed assistance uploading the insulin pump to carelink. Customer's blood glucose was 172 mg/dl. Customer stated that he was able to upload. Customer still felt a bit foggy from a low blood glucose reading of 42 mg/dl. Customer stated that he treated with a sandwich and some cookies. Customer stated that he may have over bolused for breakfast.